Manufacturer narrative:
Reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an issue with the connection point ¿between the cycler set (cassette set) and the catheter¿ (transfer set) which resulted in a leak. This was further described as a ¿disconnection, it drips from the connection¿. No damage was noted on the connectors. This was observed during set up of the device for peritoneal dialysis therapy. The transfer set remained in use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an issue with the connection point ¿between the cycler set (cassette set) and the catheter¿ (transfer set) which resulted in a leak. This was further described as a ¿disconnection, it drips from the connection¿. No damage was noted on the connectors. This was observed during set up of the device for peritoneal dialysis therapy. The transfer set remained in use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.